Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 166 (mg/dl). The customer delivered a bolus via the pump. It was indicated that the customer had insulin pens available for alternate insulin therapy.